Event description:
It was reported that the surgeon performed the insertion to radial artery according to standard procedure, but when he tried to advance the spring wire guide (swg) through the introducer needle, resistance was met. The surgeon withdrew the swg together with the introducer needle and found that swg was broken and the broken core wire at the end of swg was left in radial artery of pt. The coil wire was not broken and it connected with broken core wire in the pt's radial artery. As a result, the surgeon had to cut pt's radial artery open to remove the broken core wire. The length of swg removed from the artery was 0.5 cm. As the surgeon suspected product quality, he checked a new set of the device, and found that swg was bent at 0.5 cm to the front end and when pushing the swg through the introducer needle, it was very hard to get through. Please note that the quantity of the items in this complaint is 2. We could only return one unused and opened by the surgeon for checking, as the broken item was disposed off by the hospital.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.